Event description:
Anterior growth guidance appliance and composite attachment burs resulted in flared teeth for daughter, uneven bite, temporomandibular joint disorder symptoms of popping and clicking of jaw joint. Anterior growth guidance appliance and composite attachment burs for second patient resulted in flared teeth, uneven bite, root loss and loose teeth. Reference reports mw5146228, mw5146229, mw5146230.